Manufacturer narrative:
A review of the device's manufacturing records indicated that the original sensor lot met all requirements including sterilization requirements for release. Development of infection at the insertion site is a known and anticipated potential adverse effect and does not require additional investigation. The symptoms had not led to removal of the sensor at the time of complaint review, although removal was being considered. Per data management system review, the user continues to use the system with up-to-date information. Infection at the insertion site is a known and anticipated potential adverse effect and does not require additional investigation.

Event description:
On april 13, 2026, senseonics was made aware of an incident in which the user reported an infection at the sensor insertion site. The symptoms, which first appeared on (B)(6) 2026, included redness and discharge at the insertion site. The user's healthcare provider was not aware of the event at the time of contact, and the user was advised to follow up with their healthcare provider for medical evaluation and guidance.